Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer was advised that she cannot take the pump through an x-ray. Customer stated that she is having an issue with the buttons. Customer stated that sometimes she has to press the act button a few times before the pump will go to the next screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had no button response due to flattened act button dome switch. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.